Event description:
It was reported that during a right internal carotid artery (ica) c6 segment aneurysm procedure when the subject flow diverter stent was being deployed at the treatment site, the middle section did not fully open. The physician retracted it and re-deployed again, but it still would not open, so he decided to remove the system. During withdrawal, the flow diverter deployed at the tail end of the catheter shaft. The catheter and flow diverter stent were removed. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4: expiration date ¿ added. D4: gtin ¿ added. H4: manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned with an microcatheter. The sdw (stent delivery wire) was kinked/bent approximately 7cm from the distal end. Dried blood was noted along the sdw and between the resheath pad and proximal marker. Dried blood was also noted on the petal/dpa (distal protection assembly). The stent was not attached to the sdw. The stent was advanced from the microcatheter. On removal, the stent was closed at the distal end, the braid wires were but buckled/deformed and pinched, dried blood was evident. The braid wires in the middle of the stent were compressed. The braid edges at the proximal end were frayed. An attempt was made to open the distal end of the stent by soaking it in luke warm water without success. The introducer sheath was not returned. The microcatheter was kinked/ bent 68.2cm from the proximal end. The microcatheter shaft was flattened/crushed 9.7cm from distal end. The microcatheter hub was found to be intact. The microcatheter tip was flattened/crushed and the inner lumen was damaged. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The patient received dual anti-platelet agents prior to the procedure, post procedure. Access was through femoral. The physician does not allege any malfunction of any device for this procedure. According to the physician, the adverse event was not related to the surpass stent system. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter fully apposed to the vessel wall when it was deployed. There was no clinical consequence to the patient due to the reported event. The flow diverter was recaptured/resheathed back during the procedure two times. There was no injury/resistance encountered during the procedure. The delivery catheter and pusher were purged with sterile saline and verified that fluid exits the end of the delivery catheter and pusher. There was no resistance between the delivery catheter and the pusher. There was no high % stenosis proximal to the stent that would have contributed to the inability to deploy the stent. An xt-27 was used with the stent. "Deployed at tail end of the microcatheter" is "deployed at shaft position, near the hub¿. There was no allegation against the xt-27 microcatheter. During product analysis found the flow diverter stent (fds) device was returned with an microcatheter. The sdw was kinked/bent approximately 7cm from the distal end. Dried blood was noted along the sdw and between the resheath pad and proximal marker and again on the petal/dpa. The stent was not attached to the sdw and on removal from the microcatheter, it was found to be closed at the distal end, the braid wires were but buckled/deformed and pinched due to dried blood. The braid wires in the middle of the stent were compressed and the braid edges at the proximal end were frayed. An attempt was made to open the distal end of the stent by soaking it in luke warm water without success. The microcatheter was kinked/ bent 68.2cm from the proximal end and flattened/crushed 9.7cm from distal end. The microcatheter tip was flattened/crushed and the inner lumen was damaged which indicates the microcatheter encountered a significant force during use. The damage to the microcatheter shaft and tip would most likely have contributed to the reported event. It should also be noted while continuous flush was maintained throughout the procedure, however the presence of dried blood on the distal end of the stent and on the sdw would indicate it was not sufficient to prevent retrograde blood flow into the microcatheter, and this would most likely have contributed to the difficulty opening the stent. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and as analysed ¿stent failed/unable to open (when not implanted)¿, ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a right internal carotid artery (ica) c6 segment aneurysm procedure when the subject flow diverter stent was being deployed at the treatment site, the middle section did not fully open. The physician retracted it and re-deployed again, but it still would not open, so he decided to remove the system. During withdrawal, the flow diverter deployed at the tail end of the catheter shaft. The catheter and flow diverter stent were removed. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.